Manufacturer narrative:
Quality controls were acceptable. There were no alarms on the last calibration performed on 07-dec-2020. The second calibrator level signals recovered slightly lower than expected. Upon review of the alarm trace, no relevant alarms were observed surrounding the event. One sample foam detection alarm occurred on the same day. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. The initial values were reported outside of the laboratory, where they were questioned by a doctor. The first sample initially resulted with a troponin t value of 72.5 ng/l accompanied by a data flag. The sample was repeated, resulting with a value of 210 ng/l. The sample was repeated on a cobas 6000 e 601 module, resulting with a value of 6.1 ng/l. The second sample initially resulted with a troponin t value of 204 ng/l accompanied by a data flag. The sample was repeated, resulting with a value of 3 ng/l. The sample was repeated on a cobas 6000 e 601 module, resulting with a value of 5.02 ng/l. The troponin t reagent lot number was 47003401. The reagent expiration date was requested, but not provided.